Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 245 mg/dl. After troubleshooting, it was found that battery cap was damaged. Battery cap will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.